Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015.device evaluation: the device has been returned and evaluated by product analysis on 10/17/2015 with the following findings: during investigation, the cartridge compartment was observed to chipped and cracked. Unrelated to the original complaint, it was also noted that there was a crack found in the case near the upper right corner of the display.